Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 181 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to complete the functional testing or verify the motor position encoder error alarm in the alarm history screen due to the motor error alarms. The pump also had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, a scratched reservoir tube window and a cracked reservoir tube lip.